Event description:
It was reported that the patient reached out due to seeing "settings not available" on their controller. It was determined electrodes 8 and 9 are a red "x" and 40,000 high impedance measurements. No symptoms reported. The rep was able to program around high impedance electrodes. The issue was resolved, no further actions/interventions planned. The cause was not determined. The rep will report any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.